Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was used due to additional intervention.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on both the right ventricular (rv) pacing and shock egm. The noise was oversensed on the rv channel. Technical services reviewed the available data and recommended further testing. Additionally, patient was transferred to a different hospital. An x-ray was performed and showed no anomaly. The plan is to continue monitoring this patient with no plans at this stage to perform lead revision. This crt-d system remains in service and there were no adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on both the right ventricular (rv) pacing and shock egm. The noise was oversensed on the rv channel. Technical services reviewed the available data and recommended further testing. At this time, this crt-d system remains in service and there were no adverse patient effects reported. Additionally, the patient was transferred to a different hospital.